Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a bent collect in the reported problem area of the pipette assembly. Replaced collect and verified hold and pull force on all tips. The instrument was inspected, tested without further problem, and returned to expected operation.